Event description:
It was reported the pt (B)(6) was not receiving stimulation. X-rays were taken and showed the scs extension had separated from the ipg. During surgery it was determined the lead was broken. The pt's scs extension was replaced with a new one.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.